Manufacturer narrative:
The patient has a history of chronic driveline infection which is captured under MFR# 2916596-2020-05461. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with driveline drainage after known driveline pull trauma. The cultures were positive for (B)(6) and the patient underwent driveline irrigation and debridement on (B)(6) 2020. Blood cultures remained negative. The patient was discharged on (B)(6) 2020 with a wound vac and IV ancef for two weeks followed by oral keflex for life.